Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Two photos were reviewed .the first photo shows a atlas gold device labeling. The second photo shows that the catheter appeared bloody and balloon was in deflated position. The break was noted at glue joint of catheter and balloon, no other anomalies were noted. Therefore, based on the photo review, the reported catheter break can be confirmed. One video was reviewed. The video shows that the catheter appeared bloody and balloon was in deflated position and a break was noted at the glue bullet joint of the catheter and no other anomalies were noted. Therefore based on the submitted photo and video the investigation is confirmed for the reported break as the break was noted at the glue bullet of the catheter. A definitive root cause for the catheter break could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 04/2023). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an angioplasty procedure, the device allegedly dislocated from its original position. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo and video were provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2023).

Event description:
It was reported that during an angioplasty procedure, the device allegedly dislocated from its original position. There was no reported patient injury.